Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined at this time. Add'l info was requested on 08/25/2011 and 09/16/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A technician reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The technician reported it is due to incorrect iol power selection. Add'l info has been requested.